Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 233 to 350 mg/dl, and customer was feeling symptoms of a low, however, was unable to confirm with a bg meter reading. Due to the inaccurate readings, the customer was unaware of bg level, and continued to consume carbohydrates. The customer went to the emergency room and was subsequently hospitalized for a blood glucose (bg) level ranging from 233 mg/dl to 350 mg/dl, and a large ketone level identified as dangerous. Bg was treated with intravenous insulin, and fluids of saline, and ativan. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.